Manufacturer narrative:
(B)(4). Device similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2015 the patient received 2 proximal components (zteg-2p-34-202-pf; lot # e3346516 and zteg-2p-32-200-pf; lot # e3345593) without difficulty. The proximal zone of stent graft implantation was zone 4. No additional procedures were performed prior to or during the stent graft implant procedure. On the procedural angiogram, an undetermined type of endoleak was left uncorrected. A dissection of the right common femoral artery was noted secondary to the withdrawal of the deployment device at the end of the procedure. A femoro-femoral bypass was performed to treat the dissection. The patient was discharged from the hospital on (B)(6) 2015. Patient outcome: the 1 mo f/u CT scan was completed on (B)(6) 2015 and showed no endoleaks or other technical observations.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received 08aug2017: patient outcome: the patient missed/canceled the 12-month follow-up CT scan. No adverse events related to the device have been reported. No secondary interventions have been reported.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: reinvestigation due to additional information received 08aug2017. The investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU). Based on the limited information provided, a definitive root cause could still not be determined for the reported endoleak. However, based on reinvestigation, it is noted that the product was used in accordance with the IFU. There is no evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Device similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the information it was not possible to determine the root cause of the reported event, as no imaging was available. As per IFU, endoleak is a known potential effect and can, among others, be due to: - use of two proximal components, instead of a proximal and a distal component as stated in the IFU; - non-aneurysmal proximal and distal fixation sites with a length of less than 20 mm; - circumferential thrombus and/or calcification at the fixation sites; - less than the required 2 stents (~50 mm) of overlap between devices (recommended 3-4 stents overlap); - sizing outside the zenith tx2 taa endovascular graft with pro-form IFU sizing guide none of these factors can be rules out without imaging. Ancillary components kan be used to potentially correct endoleaks providing additional length to their respective portions of the endovascular graft or to increase the overlap length between components, depending on the type of endoleak observed. Patients with specific clinical findings, including endoleaks, should receive enhanced followup. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events

Event description:
Description of event according to study: on (B)(6) 2015 the patient received 2 proximal components (zteg-2p-34-202-pf; lot # e3346516 and zteg-2p-32-200-pf; lot # e3345593) without difficulty. The proximal zone of stent graft implanation was zone 4. No additional procedures were performed prior to or during the stent graft implant procedure. On the procedural angiogram, an undetermined type of endoleak was left uncorrected. A dissection of the right common femoral artery was noted secondary to the withdrawal of the deployment device at the end of the procedure. A femoro-femoral bypass was performed to treat the dissection. The patient was discharged from the hospital on (B)(6) 2015. Patient outcome: the 1 mo f/u CT scan was completed on (B)(6) 2015 and showed no endoleaks or other technical observations.